Event description:
It was reported that patient was prepared in or for surgery. Iab was inserted previously in ICU for support. The patient had an irregular heartbeat due to unknown reasons. Pump's autopilot mode started to miss-trigger extremely. Pump inflated in vulnerable phases of heartbeats, and patient started ventricular fibrillation. CPR was initiated. Manual (arterial pressure trigger) mode was used for further pumping. Under very bad conditions, bypass operation was done. "After surgery, patient had a demand-paced cardiac pacemaker." In autopilot mode, pump always mistriggered. Deflation timing was too early & too late. Inflation was ok. Operator mode was used. Still problems in afib mode. Ap trigger (operator mode) is used until now." Iab was inserted via a sheath into right femoral artery. Length of time in use prior to event was 3 hours. The pump did not alarm. Strips were not generated. Device will not be returned for analysis. A follow-up report will be filed if more information becomes available.